Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer experienced high blood glucose of 476 mg/dl after the insulin pump went off into threshold suspend and she ate glucose tablets. The customer stated the sensor readings may have been incorrect, causing her to overcorrect with the glucose tablets, making her blood glucose high. Nothing further reported.